Manufacturer narrative:
The device returned to the repair center for evaluation. The customer¿s reported issue was not confirmed as there was no disappearance of the image or text during testing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer visera elite video system center was returned for service/repair for a reported ¿the image disappears (not only endoscopic images, but also textual information¿, found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide a correction to section h6.

Manufacturer narrative:
This report is being supplemented to provide additional information for b3, b5, d4. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Additional information was received from the customer stating that the event happened on february 16, 2022 during inspection before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.